Event description:
It was reported that the pt has squeaky ceramic hip. Exchange for a poly liner and delta ceramic head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.